Event description:
Per the clinic, the patient experienced tenderness around the implant site, and the issue could not be resolved. The patient was administered local anesthetic on (B)(6) 2013, to facilitate removal of the abutment and placement of a cover screw. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.